Event description:
Description of event: 560 and mr850 were in use. The patient complained of poor physical condition due to insufficient humidification and patient was transported to the hospital by ambulance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).